Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 170 mg/dl. The customer stated that they had the device on their waistline and might have pressed the buttons. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.